Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a procedure. The procedure date was not reported. According to the complainant, during the procedure, when the physician attempted to deploy the stent, it failed to deploy and it was noticed that the device was broken. The procedure was completed, however it was unknown what device was used to complete the procedure. There were no known patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. The complaint device has not been returned for analysis.